Event description:
It was reported that after the pulse field ablation procedure with farawave catheter, the patient experienced hemolysis and kidney issues. They presented renal insufficiency. The patient was hospitalized and is currently under dialysis. There were no device issues, and the procedure was completed succesfully. The device is not available for return as it has already been discarded.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.